Event description:
It was reported that a spectrum iq infusion pump didn't recognize close door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "when the pump door is closed, the device asks to close the door" was not reproduced. A review of the event history log revealed "shut door power off!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was undetermined however, link and link switch adjustment/verification and upper and lower latch switch adjustment was performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.